Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 3734 instances of label issues and 300 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: tube label lifting. The issue was observed during the qa inspection of the distributor ([b][4] inc.) During secondary repackaging activity (redressing) done by the distributor. Dirty tube. The issue was observed during the qa inspection of the distributor ([b][4], inc.) During secondary repackaging activity (redressing) done by the distributor. Missing tube. The issue was observed during the qa inspection of the distributor ([b][4] inc.) During secondary repackaging activity (redressing) done by the distributor. Broken styro and open plastic. The issue was observed during the qa inspection of the distributor ([b][4], inc.) During secondary repackaging activity (redressing) done by the distributor. Crumpled tube sticker. The issue was observed during the qa inspection of the distributor ([b][4], inc.) During secondary repackaging activity (redressing) done by the distributor.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for crumpled and label lift, embedded foreign matter, missing tube damaged styrofoam and open seal with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the label lift issue through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. This complaint investigation was conducted under the premise of a previously investigated issue specific for incorrect count, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 3734 instances of label issues and 300 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: tube label lifting. The issue was observed during the qa inspection of the distributor ((B)(4)) during secondary repackaging activity (redressing) done by the distributor. Dirty tube. The issue was observed during the qa inspection of the distributor ((B)(4)) during secondary repackaging activity (redressing) done by the distributor. Missing tube. The issue was observed during the qa inspection of the distributor ((B)(4)) during secondary repackaging activity (redressing) done by the distributor. Broken styro and open plastic. The issue was observed during the qa inspection of the distributor ((B)(4)) during secondary repackaging activity (redressing) done by the distributor. Crumpled tube sticker. The issue was observed during the qa inspection of the distributor ((B)(4)) during secondary repackaging activity (redressing) done by the distributor.